Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with colpopexy, anterior & posterior colporrhaphy and cystoscopy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted due to cystocele, rectocele, uterine prolapse, and stress urinary incontinence. The patient experienced pain, urinary/bowel problems, recurrence, bleeding, dyspareunia, and neuromuscular problems. It was reported that the patient underwent mesh revision/removal with hysterectomy on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00205. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced uterine prolapse and stress urinary incontinence along with cystocele.

Event description:
It was reported that following insertion the patient experienced uterine prolapse and stress urinary incontinence along with cystocele.